Event description:
Healthcare professional (hcp) reported patient care tech (pct) was initiating hemodialysis for a patient (pt) on the 550 device, when the pct found that the arterial blood line was not securely connected to the luer lock on the pt's fistula needle. The pt complained of shortness of breath. Hcp stated air may have entered at this connection and when the pct attempted to reconnect and secure the two lines. When the hcp arrived at the bedside of pt, pt was told that the air/foam detector had not been armed and there was air seen in the arterial trap. Hcp left the bedside to get oxygen for the pt and upon returning, pt had experienced a loss of consciousness that lasted less than 5 minutes and 911 had been contacted. Hcp initiated the administration of 4 liters oxygen via nasal cannula, "no mask was available." Hcp reported there was no air between pt and venous trap. Physician suspected micro bubbles may have entered blood lines. Pct suspected "an air embolism" and oxygen was increased to 8 liters and pt was placed on the left side. Pt was transported to hospital ER via emergency medical system with admission. There was no confirmation of an air embolism. Hcp had no further info regarding pt treatment in the hosp related to the event.